Event description:
It was reported that the device posted an alarm for a ventilation failure. Manual ventilation was possible. No injury reported.

Manufacturer narrative:
Investigation was performed by means of the provided device log file. The entries confirm the reported ventilator failure for the reported date of event. It was found that the measured tidal volume reached the max tidal volume limit. The device measured an unplausible high inspiratory pressure. Due to this the expiratory safety valve opens and the supply voltage of the ventilator and the relevant valves are deactivated. An audible and visible "ventilator failure" alarm was posted. Manual ventilation is still possible. This entry could be traced in the logs. No indication for a device failure was found. For the current case it is therefore assumed that the ventilator did not stop because of a ventilator issue but due to a high measured inspiratory pressure which can be caused by a temporary high inspiratory resistance or patient activity. Finally, it can be concluded that the atlan has reacted on the detected high inspiratory pressure as specified by performing a safety shutdown of the ventilator accompanied by a corresponding alarm.